Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was then removed from the mucosa, and the procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was returned with the device and the capsule was smashed into the bushing. A kink was noticed on the proximal section of the device, near the handle. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Captures the reportable event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was then removed from the mucosa, and the procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was returned with the device and the capsule was smashed into the bushing. A kink was noticed on the proximal section of the device, near the handle. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was then removed from the mucosa, and the procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event.